Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical for evaluation. The root cause was determined due to user fault - rough handling.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator is presenting defective display. Furthermore, there was no patient associated with the event.